Event description:
It was reported that x-ray showed the rv lead was fractured many times. The lead was reported to be functioning normally at the time the fracture was found. The lead was explanted and replaced. No patient complications were reported as a result of this event. The ra (right atrial) lead was returned to manufacturer, analyzed, and tested out of specification. A 3500a user facility medwatch was received reporting the fragmented lead was seen on chest xray.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed. (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.